Manufacturer narrative:
Corrected field : h6 (type of investigation). Updated field : b4 , g3 , g6 , h2 , h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5, d10, h6 (medical device problem code). D4. (Serial) should be left blank. Kindly revert this field. No decon or visual inspection performed since product was not returned and could not be evaluated. A nurse called the esp line regarding a gas loss alarm on an iab pump, no patient harm reported and upon inspection there was no blood or discoloration in the helium tubing. The issue was resolved by the esp representative instructing the nurse to press and hold he iab fill for 2-3 seconds, press start and recheck the helium tubing. The alarm was cleared after preforming the troubleshooting steps. The nurse was educated on proper troubleshooting steps and encouraged to call back if the issue recurred. No further calls were received during the shift. Based on the description the likely cause to the alarm was identified as patient peep (positive end-expiratory pressure) while on ventilation, which can interfere with the iab¿s ability to maintain proper helium pressure during inflation/deflation cycles. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during use of intra aortic balloon, an rn in the ccu, called for assistance and reported a gas loss alarm on a cardiosave device. Upon inspection, there was no blood or discoloration in the helium tubing. The issue was resolved by pressing and holding the iab fill key for 2¿3 seconds, followed by pressing start and rechecking the tubing. The alarm cleared successfully. The likely cause was identified as the patient¿s peep while on ventilation. Troubleshooting steps were reviewed, including checking for blood in the tubing and repeating the fill/start process. No further alarms were reported during the shift, and no device malfunction was confirmed. No harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use of intra aortic balloon, an rn in the ccu, called for assistance and reported a gas loss alarm on a cardiosave device. Upon inspection, there was no blood or discoloration in the helium tubing. The issue was resolved by pressing and holding the iab fill key for 2¿3 seconds, followed by pressing start and rechecking the tubing. The alarm cleared successfully. The likely cause was identified as the patient¿s peep while on ventilation. Troubleshooting steps were reviewed, including checking for blood in the tubing and repeating the fill/start process. No further alarms were reported during the shift, and no device malfunction was confirmed.